Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) had intermittent continuity. It was reported that the device had physical damage, appearing as if it had been dropped.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) had physical damage to the outside of the device, looks like it was dropped and intermittent continuity power cuts in and out. The hospital did not report any patient effects.